Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device passed functional testing and no unexpected restart error alarms were noted. The device was also received with minor scratches on the lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, cracked belt clip slot, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error as well as an unexpected restart alarm. Customer's blood glucose was 220 mg/dl at time of button error. The insulin pump was reportedly exposed to moisture. At the time of the unexpected restart error, customer's blood glucose was 300 mg/dl and she had ketones. Troubleshooting could not be completed as buttons were not working on the insulin pump. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.